Manufacturer narrative:
The device had the cannula assembly undeployed. The download data shows the pod had delivered 0 pulses and was in pod state 1, indicating the pod had not been filled and activated. It follows that the cannula assembly is in the appropriate state for this situation - undeployed. No deficiencies were found that would lead to the reported mechanism failure. The cannula could not have retracted as reported as the cannula was not deployed. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The pod could not have leaked during wear as reported as the needle mechanism never activated.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours, on their arm. Upon removal of pod the cannula was not visible, indicating a needle mechanism failure. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula retracted. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.